Event description:
Patient implanted approximately nine months ago with 4.5mm narrow lc-dcp plate and six screws for a tibia fracture, returned on an unknown date complaining of pain. Patient was returned to the operating room on (B)(6) 2012. Surgeon removed all hardware and did not revise the patient to any new hardware. Explanted hardware will be returned to patient. This is the 4th of 7 reports submitted on this event.

Manufacturer narrative:
This device is used for treatment not diagnosis.

Manufacturer narrative:
Catalog # 214.8xx. A complete catalog number could not be verified. Investigation is on going; no conclusion could be drawn as this device was returned or part number or lot number provided.